Event description:
Discordant low advia centaur intact pth (ipth) test results were obtained by the customer and questioned by the physician. The results were considered discordant when compared to the patient's clinical picture and alternate test method results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur ipth result.

Manufacturer narrative:
The cause for the discordant advia centaur ipth result is unknown. A customer service engineer (cse) went to the customer site for system inspection and found no issues that would have contributed to the discordant result. Quality controls are within acceptable range. The laboratory did not perform calcium testing for this patient. There is no sample available for further investigation. No conclusion can be drawn. The instrument is performing within specification. The instruction for use (IFU) under the intended use section states: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The instruction for use (IFU) under the limitations section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." "Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorder involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."